Event description:
It was reported that within a week following a revision procedure (MFR. Report number 3006630150-2024-03351) the patient experienced symptoms of redness and swelling at the implantable pulse generator (ipg) incision site. The general practitioner (gp) evaluated the site and deemed the site to be infected. No culture was taken. The patient stated that she had already been taking keflex bid for a bladder infection, which the patient shared has been a chronic infection presenting approximately one month prior to the procedure and is when she started the keflex. The patient stated the anesthetist was aware that she was on keflex at the time of the procedure. The patient stated the infection has since cleared. There was redness still present over incision site but no swelling or drainage. The patient also reported that she had a skin reaction to the prep used for the revision procedure which her gp discovered it two weeks post procedure, when he was doing a dressing change for the infected incision site. The patient said the entire area of her lower back that was prepped was red, itchy, and covered with blisters. The gp prescribed a cream that cleared it within approximately 4 days.